Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. At the time of the report with tandem technical support the cgm graph began displaying data points successfully. There was no reported impact to the customer's blood glucose level.